Event description:
The customer stated that he was hospitalized due to hyperglycemia and pneumonia. The reported blood glucose reading was 375 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. It was found that the insulin pump had alarmed no delivery, but the customer did not change his infusion set. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.